Event description:
This lead was implanted sometime in 2003 and remains implanted. It was reported to technical services on (B)(6) 2011 that is had impedances of 400 ohms and could be fractured. No other information is known. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).